Event description:
It was reported black debris in the joint. There was a backup device available and no patient injury was reported.

Manufacturer narrative:
One 4mm obturators were returned for evaluation. Visual assessment of the device showed no defects that would contribute to the reported complaint. The device was tested with a 6mm high flow double valve cannula and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.